Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. No photo for review. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information received. In order to perform a proper investigation, and determine the source of alleged defect it is necessary to evaluate the sample involved in this complaint. Therefore, the root cause is unknown. If device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges the a "crack at the wye" on a neonate circuit. The crack was noticed at the 30 day circuit change". Although the reported defect was detected during use, there was no patient injury or consequence reported.